Event description:
It was reported that during that during an unspecified surgical procedure, it was discovered that the battery reamer drill device trigger button was loose and swiveled around. During service and evaluation, it was determined that the device had a sticky trigger, would not run, had use error/misuse, cosmetic damage-worn coupling and fluid ingress. It was further determined that the device failed pretest for general condition, check cannulation, check for sticky trigger, check function of device and check power with power test bench. It was reported that there was no delays to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device trigger button was loose and swiveled around was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a sticky trigger. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).